Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostic showed that the scs system had some low and high impedances. No accidents, falls, or trauma were reported. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Impedance issue was resolved.